Event description:
It was reported that the procedure was performed to treat a heavily tortuous and moderately calcified lesion in the anterior descending artery. The 3.0x33mm xience sierra drug-eluting stent delivery system (sds) was attempted to be advanced into the lesion; however, failed to cross and the stent was noted to be fractured. The sds was replaced with another xience sierra sds and the procedure was completed with balloon angioplasty. There were no adverse patient effects nor clinical delay reported no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed report, additional information was received: the return analysis could not confirm the fractured stent and revealed that the stent was, smashed bent and lifted. The account confirmed that the initially reported stent fracture was simply lifted struts. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation of the stent was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely, the device interacted with the moderately calcified and heavily tortuous lesion during advancement causing the reported failure to advance and subsequent material deformation of the stent. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction: medical device problem code 1069 was removed.